Event description:
Technician alleged the unit's left head side guard will not stay latched up. He found the unit's latch assembly stuck open with unk substance. Tech disassembled latch assembly and cleaned to resolve.